Event description:
It was reported that the subject device showed a blurry image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the image was not displayed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Regarding the newly identified malfunction of image is not displayed, the cause is the video cable was broken, and for the malfunction of fiber bonding in the outer tube area (distal end) was damaged, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed a blurry image. There were no reports of patient harm.